Manufacturer narrative:
H3: one device was received for evaluation. Service history review identified previous no services. The initial customer issue was confirmed; however, further investigation found a damaged(detached) downstream occlusion (dso) seal. The dso seal was replaced. A performance verification test was performed, and the device passed all tests.

Event description:
The customer returned the product for inside of the battery housing where the battery stabilizers are seated was damaged, there was also a large amount of corrosion on the battery springs. During device evaluation, a degraded downstream occlusion seal was identified. There was no patient involvement.